Manufacturer narrative:
The pod was received with the formed needle protruded out through the exposed soft cannula, confirming the reported event of needle not retracted. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract had also damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle. An enhancement was implemented to the vision system to catch the presence and orientation of the cannula in the slide retract. No evidence of blood was found on the received device. But the exposed formed needle contributed to the reported bleeding/bruising at the pod infusion site. The download data showed an 0x1c alarm generated, indicating that pod had reached expiration time (ran for 80 hours). Generation of the hazard alarm stopped the delivery of insulin. The pod ran for 1682 pulses before getting deactivated.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours on the arm and was removed.